Event description:
The iab was inserted into the patient on 10/25/96 at 11:00 a.m. And removed on 10/17/96 at 2:00 p.m. The iab did not malfunction. As a result of the event, the patient had a stroke. (Event complications: the patient had a stroke-reported) 07/07/97. (Pt's current status: unk -rpt'd 07/07/97.)